Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID/initials, age/date of birth, and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: december 17, 2015. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right proximal phalanx procedure, the drill bit tip broke off in the bone. The fragment was not retrieved, and remains embedded in the patient¿s bone. There was another drill bit available to use, and the surgery was completed successfully. There was no reported surgical delay, and no reported patient harm. This is report 1 of 1 for (B)(4).